Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle pierced through the shield and into the patient's skin when starting the IV, causing the tip of the needle to bend and fray. The following information was provided by the initial reporter: "needle went through plastic cannula into patient¿s skin when starting IV and tip of plastic cannula bent backward and frayed."

Manufacturer narrative:
H.6. Investigation summary: bd received a 24 gauge insyte autoguard blood control unit from lot 8277528 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a v-shaped cut on the catheter tubing near the tip. The v-shaped cut was indicative of a needle piercing through the catheter tubing. However, upon further inspection the catheter tip was found to be acceptable and within product specifications. Based off the visual inspection the engineer was able to verify the reported issue of needle going through the cannula but there was no defect observed with the catheter tip. A definitive root cause for the observed damage could not be determined since the unit was returned outside of its original packaging and appeared to have been used. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle pierced through the shield and into the patient's skin when starting the IV, causing the tip of the needle to bend and fray. The following information was provided by the initial reporter: "needle went through plastic cannula into patient¿s skin when starting IV and tip of plastic cannula bent backward and frayed."